Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the charger/modem was unable to charge a battery pack.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (unable to charge battery pack) was confirmed. As received, the charger was unable to recognize and charge a battery pack. Upon eval, there was liquid contamination on the battery board. The cause of the inability to recognize and charge a battery pack is the liquid contamination. The root cause is likely liquid ingress. No adverse event resulted from the contaminated battery board.